Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the stylus worked intermittently and responded poorly on the touch screen. It was also determined at analysis that the bullets assembly was missing, and the cooling fan was noisy. The electrocardiogram (ECG) connector on the link electronic module (lem) board, has loose ground pins but remains functional. The paper tray was nearly empty, and the electrocardiogram (ECG) connector support plate required an update. Errors were found in the software history; the software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer required corrective maintenance and repair. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. No patient complications have been reported as a result of this event.